Manufacturer narrative:
The device was not returned for analysis. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported a hahn tapered implant failed to osseointegrate after healing abutment placement on tooth number 19. It was reported that the healthcare provider observed the following patient symptoms: granulation/fibrous tissue around the implant and abnormal bone loss around the implant. It was reported that the symptoms were relieved with the removal of the device. The device was not replaced, and no additional procedures were reported. It was reported that at the time of the surgical procedure the patient's bone quality was type iii with good oral hygiene.

Manufacturer narrative:
Section g4: combination product was incorrectly captured in previous report was corrected in this report. Manufacturer reference: (B)(4).

Manufacturer narrative:
Section g3: date received by manufacturer was incorrectly captured in previous report was corrected in this report. Manufacturer reference: (B)(4).